Event description:
Customer performed a blood glucose test at 5:33am and received a blood glucose result of 180mg/dl. The customer took 8 units of insulin. The customer stated tye passed out arount 8:30am, they were taken to the hospital where they received a result of 22 or 23 mg/dl. The customer was given an IV and orange juice and applesauce. A request was made for the return of the suspect device and replacement product was sent.